Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.